Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, 6 years after a tka surgery, patient underwent a revision surgery to explant the femoral and tibial components, as well as the insert, due to extreme wear. An x-ray was taken on (B)(6) 2022. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection revealed signs of extreme wear. A lab analysis performed on the device revealed that the insert is damaged on the medial side with discoloration. The tibial baseplate is worn with scratches. The medial side of the locking detail on the tibial baseplate is damage. Significant removal was noted on the medial condylar region of the femoral component and signs of wear on the lateral condyle. The femoral component and tibial baseplate still have bone cement adhered to the bone contacting surfaces. The damage observed on the medial side of the locking detail of the baseplate and the medial condylar region of the femoral component was due to contact occurring after the medial side of the insert was damaged. The clinical/medical investigation concluded that, based on the electronic imaging copies provided, collapse of the medial articulating space and articulation of the femoral component on the tibial baseplate and resulting metal debris warranted revision; however, it is unknown if the patient experienced trauma and resulting joint laxity, had third-body particulate wear, and/or an insert subluxation as potential root causes. The patient impact included the component wear, articulating space collapse, release of zirconium/metallic debris, and revision with an anticipated transient rehabilitation phase. Further patient impact cannot not be determined. For the insert, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. For the tibial baseplate, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the insert, a review of complaint history for the previous 12 months did not reveal similar events for the listed device. For the tibial baseplate, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the insert and the tibial baseplate, a review of the instructions for use was performed, and the knee systems reveal in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. For the insert and the tibial baseplate, a review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. For the insert and the tibial baseplate, a historical review concluded that there are no prior actions related to these products and event. For the femoral component, device specific identifiers were not provided, therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. A review made by the quality engineering team revealed that the root cause could not be determined based on the limited information provided. Also there were no observations of material or manufacturing deviations in the course of this investigation. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include trauma and resulting joint laxity, third-body particulate wear, and/or an insert subluxation. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.